Event description:
When the patient's chest wound was debrided and closed in 2005, a turbid-appearing fluid was present around the esmarch bandage. This was sent for gram stain and culture. Blood cultures were also sent for a temperature elevation to 38 degrees celsius in the operating room. Microbiology revealed the presence of coagulase-negative staphylococcus in both blood and the wound. Vancomycin and zosyn were initiated.